Event description:
It was reported that a user experienced difficulty attaching two connectors from a 10-pack, as the connectors would not rotate to the locked 12 o¿clock position after insertion into the cartridge, while a third connector seated securely. Symptoms included no adverse clinical effects and no alerts or alarms. Outcomes included shipment of a replacement 10-pack with return of the original product requested.

Manufacturer narrative:
Investigation included a review of device history and complaint trend assessment. Investigation of this case revealed a suspected mechanical fit or engagement issue with the connector-cartridge interface for the affected units from lot 34196. It was concluded that the event involved a device component failure to engage without associated patient harm.